Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 598 mg/dl. Current blood glucose level of customer was 190mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was not active at time of incident. Customer was treated with insulin manual injection or insulin pen. Insulin pump had passed self test. Infusion set had bent cannula. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.